Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an inappropriate shock due to the cardiac resynchronization therapy defibrillator (crt-d) detecting a tachycardic atrial fibrillation (af) that was accelerated by anti-tachycardia pacing resulting in a shock due to the device classifying it as ventricular fibrillation (vf). The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.